Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician confirmed the problem with the low water flow due to a polluted shunt valve. The technician cleaned the valve and decalcified the valve. The unit was tested for electrical safety and a test run were performed. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
"According to the customer: the customer stated that the hcu40 displayed the error message "cplg: waterflow too low". Additional information: the incident occurred during start up of the device so there were no patient involved. (B)(4).